Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The foreign material may have been unremoved because the device was not reprocessed properly due to a leak occurred from switch 1. The event can be detected and prevented by following the instructions for use: IFU states the detection method in operation manual chapter 3 preparation and inspection. IFU states the preventive measure in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope's bracket was stuck in the clamp channel. The issue was found during reprocessing. There were no reports of delay or patient involvement.

Manufacturer narrative:
E1 establishment name : (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.